Event description:
No incident was reported as a result of this issue. Head section will not raise past 40 degrees. Account found that the head cylinder was defective, account replaced the head cylinder to correct this issue.